Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. A complete lead was returned in one piece for analysis with the helix retracted and clogged with blood/tissue. Electrical testing, visual, and x-ray analysis did not find any anomalies.

Event description:
It was reported during initial implant that the atrial (ra) lead was unable to fixate in the right atrial. It was also noted that the right ventricular (rv) lead exhibited high pacing impedance during the procedure. The ra and rv leads were explanted and replaced. The patient was in stable condition.